Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported no blood flow from the marker lumen issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exemption number e2019001which permits numbering sequence to begin with (B)(4) to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using the pre-close technique, via a 6f sheath prior to an interventional aortic stenting procedure. Reportedly, after insertion of the proglide device, no blood flow was seen at the proglide marker lumen. An attempt was made to re- flush the device and no hepsalin was observed exiting the marker lumen. The sutures of two additional proglide devices were successfully replaced prior to the procedure. The sheath was upsized to 14f and the aortic stenting procedure was completed. The successfully replaced sutures of two proglide devices and the sutures of an additional proglide device were used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.